Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump was very noisy and not spinning smoothly. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: during a cpb procedure on (B)(6) 2021 , the team had a roller pump on their heart lung machine (hlm) that was noisy and jerky in nature. The team did not exchange the unit out, for functionally, it was working fine. There was no delay in the continuation of the surgical procedure. There was no harm or blood loss due to this issue.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the roller pump to function properly. The roller pump was properly occluded and set for 6.50 liters per minute (l/min) and ran for 6.5 hours as it should. Per data log review, the reported complaint description was the pump was very noisy and not spinning smoothly. There is no indication in the log of a problem. This type of behavior normally would not cause a log entry. The complaint cannot be confirmed from the log review.

Manufacturer narrative:
Updated block: h6. The complaint was not confirmed. The service repair technician (srt) could not duplicate the reported complaint. The srt preformed verification/release testing. And the roller pump functioned as intended. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint, that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint was not verified. Multiple diligence attempts for the part return were unsuccessful, so an evaluation and further investigation was not possible. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.